Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent an intramedullary (im) nail femur procedure. During the procedure, while the surgeon was ¿backslapping¿ an femoral recon nail (frn) out of the femur the driving cap with thread broke with the threads still lodged in the insertion handle for the nail. The ¿backslapping¿ of the frn out of the femur was due to the surgeon needed a longer nail than the first nail selected. The surgeon was simply removing the first nail to insert the second one. The procedure was successfully completed with no surgical delay. The patient's status is unknown. Concomitant device reported: radiolucent insertion handle (part# 03.033.001, lot# l750727, quantity# 1); unknown femoral nail (part# unknown, lot# unknown, quantity# 1). This report is for one (1) driving cap/ threaded. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: received picture was reviewed, the complaint description can be confirmed that the threaded tip broken off. Not possible to identify the root cause for the reported problem without having the complained part available for investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.523. Lot: l731153. Manufacturing site: bettlach. Release to warehouse date: 23.mar.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.